Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the plunger movement was difficult. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provide material number 306546, lot number 1154856. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger had resistant movement during the flush. The following information was provided by the initial reporter: "when attempting to flush them, they seem to get caught, have resistance and will not flush. When they are attached to the cap of an IV end, they will not flush and will actually start backing up into the syringe in what appears to be a pulsitile fashion. This has happened on multiple occasions. In one case, the IV was removed because staff though it was in an artery, only to find out later that it was in the vein, but the syringes are malfunctioning."